Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 30 bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm was in the package.

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photographs submitted for evaluation. Bd received eight photographs which displayed three shippers along with individual pictures of the units. The evaluation of the photographs displayed the foreign matter in the packages. The reported issue was confirmed. The root cause was determined to be in the manufacturing process but without the actual sample, bd could not determine exactly where the defect occurred. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10

Event description:
It was reported that 30 bd insyte¿ autoguard¿ shielded IV catheter 22ga 1.00in (0.9 x 25 mm) experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: fm was in the package.